Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010 is available in the USA with a 510k number k182004. Evaluation summary: it was caused due to contact failure between the scope to processor. This report is being filed as part of the pentax backlog management plan.

Event description:
Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event occurred at the time of installation. There was no report of patient harm. Installation of equipment in the room for test and settings (before go live) - epk-i7010 # (B)(4) has a default - no output signal (tested with many cables - other monitor - reset).